Manufacturer narrative:
The feedback described herein was noted during the manufacturer's retrospective quality assessment efforts. The current total observed rate of occurrence encompassing all permutations of fraying canopy components is approximately 0.78%.

Event description:
During the manufacturer's retrospective quality assessment efforts, the following feedback was noted: one of the seams of the fabric is coming apart. The current total observed rate of occurrence encompassing all permutations of fraying canopy components is approximately 0.78%.